Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets had "twist piece stuck" and the line was unable to connect to saline lock. New devices were primed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.